Manufacturer narrative:
PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vicmo_12.1 -6.0 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to patient experiencing discomfort and pain, the reporter stated " patients ignorant starry eyes are uncomfortable, pain". This explant resolved the problem. Cause was unknown.